Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette leaked water before vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and confirmed the green port of the cassette body cracked which likely caused or contributed to the customer's experience of priming failure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The source of the leakage was a crack on a cassette-port which likely caused the leakage. A root cause for the customer complaint could not be conclusively determined. A combination of factors such as the molding process parameters, environmental factors, variations occurring in products during production assembly process (welding, etc.) And any other unknown factors are suspected to have contributed to the cracked ports in the cassette complaint products. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).